Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant. During the procedure, it was noted that the left ventricular - lv lead exhibited loss of capture and high pacing impedance. The physician elected to continue using the lv lead. The patient was in stable condition throughout the procedure.